Event description:
Device malfunction: defective sutures. Time of malfunction: during vessel closure. Symptoms/ ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sutures were "defective". Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.